Event description:
The practice coordinator reported that one of the two iol cutter blades broke off while the surgeon was cutting the anterior capsule of the eye. The blade was removed and there was no reported pt impact.